Event description:
The consumer was coming out of the bathroom and bumped the touch screen, changing the drive to outdoor mode. She didn't notice the change of drive modes, so the chair drove faster than expected into the wall. The consumer had to go to the ER, receiving an x-ray and stitches to her ankle. She was admitted overnight for evaluation after the incident.

Manufacturer narrative:
The joystick was returned. An evaluation was completed confirming there was no malfunction of the joystick. It functioned and switched modes as it should, the software was up to date and no active errors were on the home screen or chair log. It was also confirmed with this model the drive function is able to be changed at any time the device is in drive mode, including while driving. The drive functions can be changed by using the touchscreen or multipurpose buttons on the joystick. The provider has replaced the joystick with a non-touch screen rem211 as the user requested.

Manufacturer narrative:
There was no malfunction of the device. The system design allows the end-user to change drive modes with the touch screen while driving. The end user unintentionally changed drive modes while indoors, causing the chair to go faster than expected in tight surroundings. The touch screen can be disabled in the setting menu to prevent use while in a selected drive. Per the end users request, the dealer is changing the joystick to a non-touch screen option.

Event description:
The consumer was coming out of the bathroom and bumped the touch screen, changing the drive to outdoor mode. She didn't notice the change of drive modes, so the chair drove faster than expected into the wall. The consumer had to go to the emergency room (ER), receiving an x-ray and stitches to her ankle. She was admitted overnight for evaluation after the incident.